Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found tower door 2 was clicking when opening. The station was powered down, latches were removed and cleaned, then reinstalled; post-maintenance testing confirmed all doors opened and closed smoothly without clicking, and system is functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and required recovery. Although the door could be recovered when there were no obstructions, it continued to fail multiple times throughout the day. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.